Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the explore; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had around 18.5 ml. Left. A braun cstd was used to withdraw the drug from the vial and to fill the cassette bag. The device settings read: continuous infusion rate: 2.2 ml/hr. Reservoir volume: 10 ml. Given: 90 ml. Length of infusion: 46 hours. A cstd used was to fill cassette. The pump was used to prime the extension tubing. Event occurred while in use with patient and no patient harm/adverse event reported.